Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a pericardial effusion occurred. After the procedure farawave pulsed field ablation pfa procedure was complete, the physician did not notice any pericardial effusion post procedure. While the patient was in recovery area, the patients blood pressure began to drop. Ultrasound was used to view the pericardial space, and a pericardial effusion was seen. A pericardiocentesis was performed and approximately 100 milliliters was removed. The patients condition was believed to be stable. The farawave return status is unknown. No further information is available.